Event description:
Per the clinic, the patient experienced an extrusion of the implant due to magnet being too tight and pressure on implant site (specific date not reported). Subsequently, the device was explanted under general anesthesia on (B)(6) 2024. A cover screw was placed on the internal fixture and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.